Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged, which resulted in loss of capture. The lv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.